Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had limited motion. It did not rotate properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the movement was classified as non-intuitive motion and limited range of motion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument didn¿t move on its own; it only was limited motion.